Manufacturer narrative:
Implant dates: (B)(6) 2018, (B)(6) 2018. (B)(4). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 77477 with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for 77477 was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. (B)(4).

Event description:
It was reported that a (B)(4) customer had been receiving erroneous results while using bd vacutainer® k3e 5.4mg plus blood collection tubes. Upon further inspection by the customer, streak-outs and clots were observed in the tubes.